Event description:
It was reported that the patient experienced urinary retention. The outcome was resolved without sequelae. No diagnostic tests were performed. No actions were taken as interventions. The etiology was possibly related to the device or therapy. The etiology was due to programming. The urine would not come out. The patient experienced urinary retention on (B)(6) 2015. The severity was noted as mild.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0nj9s, implanted: (B)(6) 2014, product type: lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4). Patient code was removed as it no longer applied to the event.

Event description:
Additional information received from a healthcare professional of a clinical study reported there was voiding difficulty secondary to pain from vulvar abscess. The etiology was not related to the device or therapy; other injury, vulvar abscess.